Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Flurry image, corrosion and dirty of electrical contacts, leakage. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: it was determined that the abnormalities in the image occurred due to leaks and corrosion from the electrical contacts. The scope was repaired by the third party and returned to the hospital.